Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cancellous bone screw unknown cat# unknown lot#, 32 mm inner diameter liner unknown cat# unknown lot#, 32 mm +4 biolox ceramic femoral head unknown cat# unknown lot#, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised due to pain.